Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/19/2021. H.6. Investigation: customer returned (6) open 4mm, 32g pen needles with the tear drop label but with the shelf carton from lot # 9106722. Customer states that the needles were clogged. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h.10.

Event description:
It was reported that the pn 32g 4mm 5b xtw easyflow la experienced an inability to deliver insulin/medication. The following information was provided by the initial reporter: my father uses the bd ultra-fine needles, last year we already informed you of a lot with some ¿clogged¿ needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pn 32g 4mm 5b xtw easyflow la experienced an inability to deliver insulin/medication. The following information was provided by the initial reporter: my father uses the bd ultra-fine needles, last year we already informed you of a lot with some ¿clogged¿ needles.